Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the one-year recurrence rate for intra-cardiac repair with use of peri-guard when used as a prosthesis for intra-cardiac repair was 21-40%. The physician reported ¿only a few cases¿ (no further details). At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.